Event description:
It was reported that pump declared cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, attempted to reload cartridge, and then filled and loaded new cartridge, after which customer successfully completed load process and resumed insulin delivery.